Event description:
A malfunction alarm designated as malf 9 was reported. The issue did not cause the customer's blood glucose level to exceed 500 mg/dl, indicating there was no adverse impact on their blood glucose level. Technical support provided guidance on resetting the pump, and after following these instructions, the malfunction did not recur. The customer was advised to continue using the pump and contact support if the issue reappeared, which they understood and acknowledged.